Event description:
It was reported that dissection occurred. The target lesion was located in the left anterior descending artery (lad). Following pre-dilatation with a 2.00 x 15 mm balloon catheter, a 3.00 x 38 mm boston scientific stent was deployed. A 3.50 x 12 mm balloon catheter was then used to post dilate the stent. While injecting contrast, a dissection at the proximal edge was observed. A 20 x 3.50 mm promus elite was used to cover the dissection and complete the procedure. The patient was stable post procedure and fully recovered.